Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the severely calcified vessel. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.